Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Correction to block h1 report type

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was replaced with a new one. No additional adverse patient effects were reported. Additional information received indicates that the lead was in a good condition, it was just pulled out by the v lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was replaced with a new one. No additional adverse patient effects were reported. Additional information received indicates that the lead was in a good condition, it was just pulled out by the v lead. No adverse patient effects were reported.